Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer receives device 8100 (s/n (B)(4)), not recognizing air bubble in ail sensor assembly. Failure device type: failure problem type: failure mode: case resolution: customer receives device 8100 (s/n 15386194), not recognizing air bubble in ail sensor assembly. Assisted customer to identify problematic fault with troubleshooting ail issue. Customer performed the replacement of the ail assembly, and having same issue. Identified device is still under warranty. Suggested to send device to service depot. Transfer customer to our service notifications team to assist with RMA request. Informed customer, if any further concerns and/or issues to give a call back. End call. Ref:_00d30y0yr._5000l1svnti:ref